Event description:
It was reported that the patient had been hospitalized within the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026 at (B)(6). The patient's blood glucose levels reached 600 mg/dl (33.3 mmol/l) while wearing the pod between 49 and 71 hours on the hip/buttocks. The patient had administered an insulin bolus prior to hospitalisation; however, this did not lower their blood glucose levels. It was also reported that the pod¿s adhesive was not sticking well to the infusion site and that the patient and hospital staff associated the dka with the adhesive issue. Symptoms reported included vomiting, fatigue, dizziness, dry mouth and feeling faint. After three days in the ICU, the patient was transferred onto a general ward. The patient was treated with an unspecified intravenous fluid and a continuous low-dose insulin (humalog) via a central venous catheter. The pod was removed at the hospital and discarded by the hospital staff. The patient was discharged on (B)(6) 2026. The patient paused the use of a pod for several weeks after discharge, instead using injections for insulin delivery. Now the patient has gone back to using a pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.